Event description:
Pt admitted to ER with complaints of chest pain and shortness of breath. Three days later pt underwent left heart catheterization. Guidewire was negotiated across the tortuous right coronary artery followed by balloon angioplasty. Post balloon angioplasty it was feilt that primary stenting was needed due to the rather large vessel. A 4.0 stent was advanced to the proximal right coronary artery, however it failed due to tortuosity and calcifications. Proximal segment was left on balloon.